Manufacturer narrative:
The customer did not return the meter for investigation. As no product was returned, a specific root cause could not be determined.

Manufacturer narrative:
The meter was received for investigation. The meter data was read out, and no patient was found with a date of birth of "(B)(6)" or the year "(B)(6)". The meter patient ID confirmation was enabled and set to "name/dob" and patient ID validation was set to "length" therefore, all available patient ID information for the selected patient is displayed on the patient test screen. Additional patient identifiers, such as name and date of birth can help verify patient identity. If no dob is available, a dash (-) is shown instead. The investigation determined that the issue could not be traced to the meter itself. No logs were obtained at the time of the event, and no further data can be provided. No product issue was found. Medwatch sections d9 and h3 were updated.

Event description:
There was an allegation of a software issue with an accu-chek inform ii meter + rf. For 1 patient, the date of birth on the meter did not correspond to the date of birth that was used when the patient was registered. The patient was admitted through the emergency room as an unknown patient with a date of birth of "(B)(6) 1900." It is the emergency room¿s procedure to use the year 1900 for unknown patients, as unknown patients should be 125 years old. The clerk entering the date uses various months/days to create these dates. The date of birth in the hospital system and the cobas infinity software correspond to the date of birth of "(B)(6) 1900" used at registration. The patient¿s date of birth on the inform meter is showing as "(B)(6) 1969." The date of birth cannot be manipulated at the meter level.

Manufacturer narrative:
The meter was requested for investigation.